Event description:
The customer stated that a negative architect cmv igg result of 0 au/ml was reported for a patient sample on (B)(6) 2011. The sample retested positive at >250 au/ml. The initial negative result was amended. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
An evaluation was performed which consisted of a review of the customer information provided, instrument service history, and a review of current architect labeling. Subsequent to the false negative result being generated, abbott field service performed multiple instrument checks as well as rerouted the pre-trigger tubing and reseated the pre-trigger valve connectors. A review of ticket history for architect (B)(4) identified no additional reports of unresolved erratic/imprecise results subsequent to field service performing multiple instrument checks, rerouting the pre-trigger tubing and reseating the pre-trigger valve connectors. Associated architect labeling addresses sample handling/sample integrity, maintenance procedures and potential causes of erratic/imprecise results on the architect I system. No adverse or non-statistical trends were identified relative to erratic results on the architect i2000. A deficiency of the architect i2000 was not identified.